Event description:
On opening deroyal av fistula pack and observed brown speck on back table cover. Speck taped. Took pack from room. No delay, no patient in room. Back table cover and sheet taken to quality.